Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, during a routine follow-up on (B)(6) 2021, upon interrogation, the physician observed a pop-up saying that the MRI mode was on, asking if the user wanted to continue the interrogation and switch off the MRI mode. No anomaly was observed although the MRI mode was not activated by the user and no interrogation of that device was made within the previous 48 hours. On (B)(6) 2021, a new follow-up was performed and no anomaly was observed.

Event description:
Reportedly, during a routine follow-up on (B)(6) 2021, upon interrogation, the physician observed a pop-up saying that the MRI mode was on, asking if the user wanted to continue the interrogation and switch off the MRI mode. No anomaly was observed although the MRI mode was not activated by the user and no interrogation of that device was made within the previous 48 hours. On (B)(6) 2021, a new follow-up was performed and no anomaly was observed.

Manufacturer narrative:
Please refer to the attached analysis report. D3 (email address) and g1 (first name, last name, email address, telephone number) corrected.